Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0207110503, implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had a positive effect after the last dose increase in march, which was gradually lost. The hcp observed that the patient's state had improved compared to the spasticity before implant of the pump. The hcp filled the pump completely (20ml) and would ask the patient to return in 4 weeks for a volume discrepancy check. It was also noted the hcp would wait and see if the problem persisted. It was further reported that a refill was performed on (B)(6) 2014. The erv was 16ml, and the arv was 20ml. The new programming of the pump was on minimum flow rate. It was noted the patient was fine at that time, and "also the spasticity". An x-ray was performed on (B)(6) 2014; however, the results were not available. The hcp decided that the catheter would be replaced in approximately 4 weeks without a catheter access port (cap) test, because the dose of the lioresal in the catheter was more than 550 mcg, and they noted this was too much for the patient if they could not aspirate the baclofen from the catheter. The reporter noted the chance that they could not aspirate something from the catheter was very high.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0207110503, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter revealed the catheter body was kinked.

Event description:
Further, the revision of the catheter was performed on the (B)(6) 2014. After disconnecting the pump, no "liquor" was coming. Therefore, the physician opened the fixation part and saw a kink of the catheter at the caudal part of the fixation. From there the catheter made a 180 degree angle. There was inquiry if it was possible that the kink had completely occluded the catheter. A refill of the pump during surgery showed an erv of 15.7 ml but the arv was 19.7ml. A new catheter was then implanted. The patient's final outcome was requested however, no further information was received at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
In response to the inquiry if the patient was receiving effective therapy after the catheter revision, it was reported that the patient was "fine."

Event description:
A volume discrepancy was reported, where the expected residual volume (erv) was 2ml and the actual residual volume (arv) was 12ml. The pump was reprogrammed and diagnostic testing would be performed in the future. The patient symptoms included increased spasticity, and the patient status at the time of the report was alive no injury. The pump was being used to deliver lioresal. It was later reported that at that time, there were no actions planned, and no rotor test. It was noted it was possible that the catheter had an occlusion. It was further reported that the next expected refill date was (B)(6) 2014.

Event description:
Additional information received reported that the x-ray showed no problem, and no side port punction was planned. A revision of the system for 2014 (B)(6) was planned.